Event description:
It was reported that during a stenting treatment procedure the stent did not fully expand. The 70% stenosed previously stented, hazy and irregular target lesion was located in the proximal right coronary artery (rca). The lesion was predilated with a 3.0x15mm apex balloon, inflated four times to 14atms. A 5th dilatation was performed at 10atms/16seconds. Then a 3.0x38mm ion stent delivery system (sds) was advanced and the stent was deployed at 16atms/31seconds, however it was noted that the stent was under expanded. A 4.0x15mm non-bsc stent was deployed at 16atms/33secs inside the under expanded ion stent. No additional patient complications were reported.

Manufacturer narrative:
Device (B)(4) relates to component (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).